Manufacturer narrative:
Philips received a complaint on the heartstart xl indicating that the ECG waveform displayed is distorted. There was reportedly no patient involvement. Remote support from the customer care solution center was received, during which a quote was provided for diagnostic service. Multiple attempts were made to request information regarding the resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The remote support engineer provided a quote for diagnostic service, however, we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The device remains at the customer's site. No further action is required at this time. H3 other text : customer did not respond to multiple requests.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the ECG waveform displayed by the device is distorted. There was no reported patient impact or injury.